Event description:
It was reported that the patient has an infection in his artificial urinary sphincter and experienced swelling and pain. The patient underwent surgery to remove the device. There were no further patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The cuff was visually and microscopically examined, and leak tested. The cuff was worn from wear at a fold and was identified to be scaled. No leaks were found. The balloon was visually and microscopically examined, and leak tested. No anomalies were found with the balloon. The pump was visually and microscopically examined, and leak tested. Contamination was identified within the pump; therefore, it was not functionally tested. The pump passed the leak test. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient has an infection in his artificial urinary sphincter and experienced swelling and pain. The patient underwent surgery to remove the device. There were no further patient complications.